Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer resumed insulin delivery and the remainder of the bolus was delivered. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the infusion site appeared to be the possible cause. The customer indicated that as the insulin delivery was able to be resumed without another alarm, the site and bg level would be monitored and changed if needed.